Event description:
On (B)(6) 2012, the pt underwent endovascular repair for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis, featuring the c3 delivery system. The pt was reported to have a urinary tract infection and pseudomembranous colitis at the time of implant due to previous usage of antibiotics. The pt tolerated the procedure. On (B)(6) 2012, the pt presented with a urinary tract infection, pseudomembranous colitis, diarrhea and temporary renal function impairment. On (B)(6) 2012, the pt was administered parenteral nutrition therapy and prolonged intravenous antibiotic therapy.

Manufacturer narrative:
A review of the manufacturing records for device(s) verified that the lot(s) met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use (IFU): the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the following pt populations: pt's with active systemic infections. Pt medical history includes but is not limited to: hypercholesterolemia, hypertension, tobacco use. Additional device related to this event include: (B)(4).